Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. The customer's blood glucose level was not impacted due to the reported issue. Tandem technical support assisted the customer with loading a new cartridge onto the pump successfully.